Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided assistance to reset the pump, and the issue did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction code reappeared and acknowledged this instruction.